Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient later reported to a new surgeon with complaints of radicular pain. The surgeon determined that the right side inferior positioned implant had breached the neuroforamen. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the right side inferior positioned implant using chisels. No other preexisting implants were adjusted or removed. It is not known if bone graft was added to the explant void. No new hardware was added. The status of the patient following the revision procedure is not known.